Manufacturer narrative:
The insulin pump passed the displacement test. Hardware low level failure alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did not change when adjusted. Audio or vibrate anomaly or absence of alarm confirmed. The pump failed the sleep current test and active current test. High sleep current and active currents isolated to the harness assembly vibrator.

Event description:
The customer reported via phone call that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.